Manufacturer narrative:
X-ray. Device evaluation summary: this valve was reportedly explanted after an implant duration of 14 days due to central regurgitation +2, . Creases were observed on leaflet 3 at commissure 1 on the outflow aspect during visual inspection. An evaluation of the echocardiography recording performed by an independent expert determined that, ¿there is significant (probably moderate [2+]) aortic regurgitation associated with [the] bioprosthesis. Although the available images do not allow for definitive assessment, the jet origin and characteristics are most suggestive of a paraprosthetic jet.¿ the jet appears to have ¿no central component through the middle of the left ventricular outflow tract.¿ the device was functionally tested via standardized in vitro testing and results found a 1.1 % total regurgitant fraction, which is more than 9 times lower than the 10 % maximum allowed for this size valve per iso5840:2005. Additional manufacturer narrative - the reported central leak could not be confirmed through visual or functional evaluation. Additionally tee reviewed by independent expert, could not identify the reported central leak.

Event description:
As reported a 23mm bioprosthetic valve was explanted after 14 days due to central regurgitation. The intraoperative echo showed small transvalvular leak, but the follow up echo showed a central jet. A competitor´s valve was implanted. It was reported the patient's native valve was very calcified. There were no adverse events reported.

Event description:
The reported device was received and evaluated.

Manufacturer narrative:
The device has been returned. Evaluation has not yet begun but is anticipated. Additional information will be reported when available. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.